Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned with the driveline severed approximately 1 inch from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were not returned. Upon disassembly, a thrombus formation was found surrounding the inlet bearing cup and inlet stator. The thrombus ring appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed over an undetermined amount of time while the pump was operating. Examinations of the remaining blood contacting surfaces were free of defects and anomalies related to wear and did not reveal any evidence of deposition or thrombus formation. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. The thrombus formation found in the pump could have contributed to the reported elevated lactate dehydrogenase (ldh). The thrombus appeared to be occluding a large portion of the blood pathway and potentially contributed to the low flow alarms. Also, the thrombus would have created additional resistance on the spinning rotor, potentially contributing to the observed power elevations. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 58 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for elevated lactate dehydrogenase (ldh) of 1159 u/l, and low flow alarms being produced by the lvad system. The patient¿s inr was 1.9 and the patient was started on a heparin and integrilin infusion. The patient was on anticoagulation therapy with 325 mg of aspirin, and coumadin with an inr goal of 2-2.5. A ramp echocardiogram performed on (B)(6) 2017 showed that the left ventricle was not unloading. Low flow alarms continued and the patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.